Manufacturer narrative:
The device was returned for evaluation where product investigation revealed that visual inspection of the exterior did not show any damage. No evidence of grease or black goo was found on unit but the unit did fail functional testing with blade stall error. The motor/gearbox were locked up. The cable was removed and unit was found to be corroded internally. This corrosion would not allow further disassembly of the motor. A corroded gear box is the most likely cause of the complaint since the motor tac's are good. The complaint investigation has concluded that this unit has succumbed to expected wear and tear. No further investigation is necessary. (B)(4).

Event description:
It was reported that while using a dyonics powermax elite hand control, the hand piece started making noise and then grease started flowing out. Grease flowed into sterile field. The field was draped and a new hand piece was brought in to finish the case.